Manufacturer narrative:
Batch review performed on 14 october 2021: lot 178353: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-mar-11. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 14 october 2021. Stem: quadra-h 01.12.22sn cementless, ha coated std stem size 2, short neck (k082792) lot. 177574. Lot 177574: (B)(4) items manufactured and released on 03-apr-2018. Expiration date: 2023-mar-22. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: 3 years after primary cementless tha dislocation is suspected and revision surgery undertaken. At surgery, the stem is well fixed and not replaced; the cup is exchanged and repositioned. It was verified that no dislocation occurred, rather impingement of the stem neck with the cup. This adverse event is due to component positioning and patient postural behaviour, not to a device defect. Visual inspection performed by r&d project manager: from the received pieces, evident signs of damage on a part of the rim of the liner and shell (still assembled together) were present: according to the received information, their clocking position in the shell and the x-ray pre-op image, their presence is most probably related to the point of impingement. In addition, a partial cut on a rim area of the liner was present, and some signs on the inner spherical socket were noticed: both these damages are probably related to the revision of the acetabular shell and liner. According to the received information and the x-ray images, a probable root cause of this event is related to a low inclination of the shell in its positioning inside the patient: the shell showed to be most horizontal respect to the recommended 40-45 degrees of inclination, and this could have caused the impingement on the rim of the shell-liner, as the damage position is close to the superior region of the shell, which is the rim with the higher risk of impingement, due to the fact that it is the closer to the stem and the one that protrudes from the bone.

Event description:
Revision surgery for due to impigment in abduction between the neck of the stem and the cup. At 3 years and 1 month after the primary surgery, cup, head, and liner were revised and the surgery was completed successfully. Cup was revised to improve the acetabular coverage and head was revised to extend the length of the leg.